Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform curved-tip 45 stapler instrument was not recognized on arm 4 with the message ¿initialization failed.¿ the customer reseated the sterile adapter (sa) and replaced sureform curved-tip 45 stapler with the same instrument, but the issue persisted. The procedure was completed with no reported injury with a third-party stapler instrument. Isi followed up with the initial reporter and obtained the following additional information: the sureform curved-tip 45 stapler instrument was inspected prior to use with no issue. The procedure was delayed more than 30 minutes. There was no patient injury due to procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa found the primary failure of the failed during initialization to be related to the customer reported complaint. For clarification, the sureform 45 curved-tip stapler instrument was found to have hi drivetrain friction homing failures based on log review and during in-house testing. The instrument was placed on an in-house system. The instrument failed during initialization. No signs of obvious damage found. The I-beam was extended, and friction was observed. The root cause is not determinable/applicable. Additional observation not reported by site that is not related to the customer reported complaint was also identified: the sureform 45 curved-tip stapler instrument had signs of corrosion on the instrument bearing, found at the proximal end of the main tube exhibited orange discoloration. The corroded metal shavings were found stuck to the magnet. The root cause of this failure was attributed to transport/storage. The instrument is further transferred to advanced failure analysis engineer. A follow-up MDR will be submitted post-engineering evaluation. No image or video was available for review. Patient identifier# (B)(6) is created to capture the initialization issue caused by the 2nd sureform 45 curved-tip stapler instrument. A review of the device logs for the sureform 45 curved-tip stapler (part number 480545-04/ lot number t90220311-0269) associated with this event has been performed. Per this review of the logs, the sureform 45 curved-tip stapler was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 12 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: it was reported that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
On 06-jan-2023 the following additional information was obtained from the failure analysis: additional failure analysis was performed on the instrument by an advanced failure analysis engineer. The sureform curved-tip 45 stapler was installed onto an in-house system 3 times and detected the wrong reload color 1 time. The system detected a black reload when a green reload was installed. This factor points to excessive friction during reload detection that can lead to improper reload color detection or initialization failures. The instrument passed all other functional testing on multiple attempts, including initializing, engaging, clamping, firing, and moving intuitively. During visual inspection, the I-beam was manually extended to look for lodged staples or other debris. No lodged staples were found in the I-beam path, which is a normal cause of initialization failures, but not expected for an unused instrument. This instrument was returned unused. The external housing was then removed for visual inspection. When manually extending the I-beam, high friction with grinding was found, making extension of the I-beam difficult. Friction was seemingly related to the bevel spur combo gear interacting with another component in the housing. The lower drive support was inspected and found no obvious gear-related rubbing marks. The upper drive support that is screwed into place over the bevel spur combo gear was removed and I-beam was extended again. With the upper drive support removed, the grinding friction decreased substantially. The observed grinding friction may be partially due to a molding issue at the vendor site for the lower drive supports, with affected components identified by a ridge formation of excess material along the pocket edge, which this instrument contains. Initialization failures due to this condition are observed to be intermittent. Engineering has been notified and investigation is ongoing for initialization failures seen on lightly used or unused instruments. Additionally, a grinding friction was observed when manually rotating the main tube. This friction is due to corroded bearings. The corrosion likely occurred during transit to intuitive and was likely not present when the initialization failures occurred in the field.

Event description:
Refer to h10/h11 for follow-up information.